Manufacturer narrative:
It was reported by the customer that the patient fell from the enterprise 8000x because the side rail unexpectedly released. There was no injury reported. The customer explained that the side rail was raised at time of the event, they heard a ¿click¿ sound and believed that the side rail was correctly locked. During an evaluation of the involved device it was found by the arjo representative that the side rail did not lock due to blocked (¿jammed¿) side rail mechanism pin. The mechanism was lubricated and left in working condition. Instruction how to lock the side rail is described in the instruction for use (746-585): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ operation of the side rails should be checked daily, if the result of the test is unsatisfactory, the customer should contact arjo or approved service agent. The patient fell from the arjo device therefore it played role in the event. The involved system was malfunctioned (side rail did not lock correctly) therefore the device did not meet its specification. The complaint was assessed as reportable due to indication about the patient¿s fall.

Manufacturer narrative:
The investigation for the reported event is ongoing and no final conclusions are available at this time. From the information collected so far, it seems that the side rail did not lock correctly due to problem with the side rail mechanism. Additional information will be provided as soon as the investigation is completed.

Manufacturer narrative:
Analysis of collected information is ongoing. No final conclusions are available at this time.

Event description:
It was reported by the customer that the patient fell from the enterprise 8000x because the side rail unexpectedly released. There was no injury reported.